Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that it was found that the patient's aortic valve was not opening every beat. The patient needed and extensive hospital stay post left ventricular assist device (lvad) requiring tracheostomy and rehabilitation. The patient was discharged for a short period of time before being readmitted to the emergency department with fluid overload/ cellulitis bilateral lower extremities (ble). That required extensive diuresis. Th lvad was set to 5800 and the patient was started on antibiotics and bumex drip. The patient was the transitioned to inpatient rehab where they spent 3 weeks and did very well. No changes to lvad parameters or low flows were noted during their time in rehab. It was noted that patient lost significant amount of weight and ambulating more than prior to lvad surgery. The patient was initial set to be discharged on (B)(6) 2025 but on (B)(6) 2025 the patient felt sick and had mean arterial pressures (maps) in the 50s, low flows, dizziness, weakness, general malaise, and emesis. They were given 500ml fluid with no change. Patient had emesis and feelings of impending doom. The patient was transferred to the emergency department and another 500 ml normal saline given, and their doppler map 72. Cardiology assessed the patient, and it was found that the patient was very somnolent and intermittently arousable and denied constrictive pericarditis (cp) within 10 min of arrival. Bedside echo was attempted but large projectile emesis occurred, and the patient immediately became unresponsive and ultimately intubated. Dobutamine started. Cardiac standstill on echo with very dilated right ventricle with no pericardial effusion. Log files were submitted for review. The event log file captured persistent low flow events with the flow noted to be as low as 0 lpm at times. Most of these lower flows were associated with elevated pulsatility index (pi) values. Also noted that when the estimated flows were 0 that the pi values dropped and noted a drop in pump power by about a half watt. It was also noted that the driveline was disconnected this morning at 0143. It was then communicated on 01jul2025 that the reason for the driveline disconnect was because the system controller was turned off due to the patient passing away. It was said there was no imaging completed prior to the patient passing.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed the reported low flow alarms and decrease in pump flow to 0 liters per minute (lpm); however, a specific cause for the reported events was unable to be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The controller event log file contained events from 30jun2025 through 01jul2025. Low flow hazard alarms were captured throughout the file, and a decrease in estimated flow to 0 lpm was observed on 01jul2025. No other notable events or alarms were captured, and the pump appeared to operate as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure), other neurological events (not stroke-related), and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 ¿patient care and management¿ lists neurological dysfunction as a potential late postimplant complication. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.